Event description:
Report 1 to 2 events described in a voluntary medwatch received form the customer reporting an over-delivery. The report states in 2002, a pregnant pt at 32.5 wks ega was receiving mgso4 40gm in 500ml rl at 25 cc/hr via infusion pump. Pump delivered above noted medications at 150 cc/hr for approx 5 minutes. The pt exhibited nausea, flushing & the infusion was immediately stopped. Stat blood work was drawn & the pt's symptoms subsided after 45 minutes. The infusion was restarted using the same infusion pump. 19 days later the infusion pump was again noted to be running at 150 cc/hr instead of the intended 25 cc/hr or approx 25 minutes, however the amount infused per the read-out was noted to be 15cc. The infusion was stopped & stat labwork was obtained. The pump was removed from service. The customer was contacted for further info. The above info was verified. In addition, the customer stated that the medication was being delivered via a burette tubing set that is filled with 150ml of solution from the 500cc bag. It is then delivered to the pt at a rate of 25 ml/hr. The customer contact indicated that the rn may have inadvertently switched the volume to be infused with the rate on both occasions and that the infusion continued between events, using the same pump, without any issues. There were no reported adverse pt or fetal sequelae. Though requested, no further info was available.